Event description:
It was reported that during the procedure in the heavily calcified left superficial femoral artery for treatment of restenosis of a non-abbott stent, a 6x250 armada 35 ll dilatation catheter was advanced via right femoral access to the target site without resistance. The balloon was inflated to nominal one time and ruptured. The device was withdrawn from the anatomy. Another unspecified balloon was used to successfully complete dilatation. The patient remained stable throughout the procedure and there was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.